Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-02276. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced pain, erosion, and dyspareunia. It was reported that the patient underwent mesh excision of caudal portion of rectocele mesh on (B)(6) 2007 due to dyspareunia, and rolled rectocele mesh. It was reported that the patient underwent transvaginal division of right tight synthetic cardinal ligament band on (B)(6) 2008 due to dyspareunia secondary to tight right cardinal ligament band.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infections.

Manufacturer narrative:
It was reported that the patient concurrently underwent cystoscopy.

Manufacturer narrative:
Details: it was reported that following insertion the patient experience urinary/bowel problems, urgency.